Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: the needle holder does not work anymore. After disassembly, it appears that the distal part of the wire in which the pin go through is broken. No fragment was returned with the instrument. The observation of the wire reveals that the drilled hole was not centered. The wire had a weakness on its thinnest part. The defect is therefore due to a mistake during the manufacturing of the instrument. Method: manufacturing review. Conclusion: manufacturing deficiency.

Event description:
This device was returned with a request for repair. Analysis found that after disassembly, it appears that the distal part of the wire in which the pin go through is broken. No fragment was returned with the instrument. No reported patient impact.